Event description:
It was reported that a patient underwent a cardiac ablation procedure with a ngen pump and a low flow issue occurred. At the final phase of the procedure, just before completing with a few more ablations, the ablation catheter was inserted intracardiac. During the ablation, the bullseye turned red circumferentially. Initially, communication was established regarding the possibility of a pouch, but the same issue occurred even when ablating in the proximal area. When the catheter was removed from the patient¿s body, irrigation did not flow from the catheter tip. Prior to this ablation, the bullseye worked as usual, and since the saline volume had decreased comparably to the count, it was deemed no problem. Until the end of the procedure, there were no alerts from either carto 3 or ngen. There were also no unusual sounds during the pump operation. For isolating the issue, the tube's three-way stopcock was put on the side port, and flushing was attempted again, but water did not flow. So, the tube or the pump might have caused the issue. Upon opening the pump cover, water flew with the height difference. When the tube was reconnected to the pump, it worked without problems. The saline flush was found to come out from the tip of the ablation catheter. The devices were used as was for this procedure. The procedure was completed without patient consequence. Additional information received indicated that the correct catheter settings were selected on the generator. The irrigation pump setup was on automatic mode.

Manufacturer narrative:
E1. Initial reporter phone::(B)(6). The device was received at a repair site for evaluation. Work order service report was sent to johnson & johnson medtech for evaluation. No failure was found during the evaluation. Other circumstances may have affected device performance. System is fully operational. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of johnson & johnson medtech's quality process. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).